Event description:
Boston scientific received information during a follow up it was noted that inappropriate shocks were observed as well as an increase in pacing impedances. Noise resulting in inappropriate shocks was also seen on the electrocardiogram. A lead fracture was suspected. The device was programmed with the tachycardia mode off and programmed to vvi40. The patient remained in the hospital with a possible operation pending for a valve. A possible lead revision procedure was pending. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information, this investigation will be updated.